Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer woke to a no delivery alarm. Customer did a complete set change. It was stated that the customer received another no delivery alarm but the alarm sounded different. It sounded like two short beeps. A self test was performed and it passed but customer is concerned that the device is not working properly. The no delivery alarm was resolved by a complete infusion set and reservoir change. Blood glucose value is 18.7 mmol/l. Nothing further reported.

Manufacturer narrative:
No unexpected no delivery alarm was noted. The insulin pump passed the prime test, excessive no delivery alarm test and displacement test. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.